Event description:
Reportedly, the device (ring) was explanted and replaced with a valve (6900p29mm). No further details were provided. The device was discarded and will not be returned for evaluation. Information learned through foreign implant patient registry. It is suggested that this was a failed ring repair. However, no information is available. The device history record (DHR) review is in process. No other information is available..

Manufacturer narrative:
X-ray.

Manufacturer narrative:
Information learned from the implantation data card completed by the hospital or staff and returned to the foreign implant patient registry. It is suggested that this was a failed ring repair but is not confirmed. No other information is available. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures.